Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The balloon was detached and was not returned with the catheter. The tip of the catheter was also missing and not returned with the catheter. The area where the distal and proximal ends of the balloon attach to the catheter show evidence of adhesive as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A possible contributing factor to resistance in advancement and removal from the accessory channel is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement and removal. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following warning: "do not advance the balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be re attempted." The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. If these instructions are not followed, this could have contributed to the reported observation. The instructions for use contain the following precaution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use state, "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endosmotically. Monitor endosmotically until the balloon is in the desired position within the stricture." Prior to distribution, all hercules 3 stage wire guided esophageal pyloric-colonic balloons are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, a cook hercules 3 stage balloon esophageal was used. When the balloon was being withdrawn fully deflated, it came away from the distal end of the catheter, remaining in the patient. The detached section was removed from the patient using forceps. The detached section was retrieved using forceps, no section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.